Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was attempted for left bundle branch (lbb) pacing and was not successfully implanted due to patient anatomy which made the lead trajectory inadequate with the outcome. The lead was supposed to be perpendicular with the septum but continued to burrow up so the physician decided to try something else instead. Also, this lead was retained by the hospital. There were no adverse patient effects.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates the lead was attempted due to patient anatomy which made the lead difficult to position. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.